Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial#: (B)(4), implanted: (B)(6) 2021, explanted:(B)(6) 2021, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: (B)(4), ubd: asku, UDI#:(B)(4). Report source: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced ¿incomplete coverage of the painful area¿ after implant. It was noted that ¿after judging that the patient might have a special condition caused by spinal cord injury or congenital neurodevelopmental variation, a second operation was required and new lead was implanted.¿ the patient¿s lead was ¿replaced by a second surgery.¿ it was noted that the reported ¿spinal cord injury or congenital neurodevelopmental variation¿ were not related to the patient¿s device. The patient was hospitalized for observation at the time of initial report. The issue was resolved as of (B)(6) 2021. No further complications were reported or anticipated.